Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient was experiencing pain at the ipg site due to body weight fluctuations. In turn, surgical intervention was undertaken on (B)(6) 2021 wherein the ipg pocket site was relocated lower. This addressed the issue.